Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was low with less than 3 months. At implant, contact 0 was high. The rep was going to meet with the patient to check impedances. No symptoms were reported. The rep met with the patient and turned the handset off and on and the message still showed eri at 3 months. The tablet showed the device had less than 3 months left. The patient's current settings were at left c+ 1- 2- 3.4v, 90 pw, 185 rate; right 8+9- 10- 11+ 6v, 90 pw, 185 rate. When the patient's settings were plugged into the longevity estimator, it showed less than 12 months. It showed eos would be around 9 months. Caller stated that it was mentioned before about the right brain that the lead may be a "little out of place" and the patient may need a revision. They mentioned an intermittent tremor on the left side and shaking. Due to the longevity and symptoms, they think there may be an issue with the lead/extension. The cause of the high impedance was not determined. They were going to do a replacement and remapping in the future. The rep talked to tech services and determined the system was working properly. A replacement was scheduled for november 17th to rep lace/troubleshoot issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the high impedance didn't resolve. It was also indicated that the device was replaced with an activa-rechargeable device.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6) ) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.